Manufacturer narrative:
Covidien reference:(B)(4). The service engineer (se) evaluated the ventilator and replaced the inspiratory module printed circuit board assembly (pcba), which resolved the issue. The ventilator passed calibrations, extended self tests (est), short self tests (sst), and performance verification tests (pvt); the ventilator was recognizing all test lungs.

Event description:
It was reported that the ventilator would not recognize the patient. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.